Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 19mm regent aortic mechanical heart valve was selected for implant. During device preparation, the leaflets were moving normally when tested. Silicone products were used to test leaflet function. After implant, esophageal ultrasound showed that the valve could not open and close normally. The valve was explanted and upon explant, leaflet function was tested again and they were moving normally, "but it's a little difficult." The valve was exchanged for a new 17mm regent aortic mechanical heart valve, which was successfully implanted. Esophageal ultrasound was repeated and the valve was opening and closing normally. The patient was reported to in good condition.

Manufacturer narrative:
It was reported that the valve was not opening and closing normally post implant. The device was returned to abbott for investigation. No anomalies were found with the valve leaflets with both leaflets able to fully open and close without resistance. Hydrodynamic examination indicated the valve met functional specification. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A smaller valve was successfully implanted, so it is possible the valve was miss-sized, which could have contributed to the reported event. The exact cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.